Event description:
It was reported that during an unknown procedure, the clips would not advance from the beginning of the use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip. The device was received with one malformed clip and conforming clip jammed in the jaws. Once the jaws were cleared, the device fed the remaining clips according to manufacturing specifications and then, it locked out as intended. No firing issues were noted during evaluation. A batch record review was performed and no anomalies were found during the manufacturing process.